Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that reload had a full complement of staples. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of lock ring out of position that has no relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may have occurred. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, during stapling the jaws of the device locked on tissue, and was removed by retracting the knife. Another reload was used with the same handle to resolve the issue. No patient harm.